Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench for another repair, the philips bench technician made an observation that the display intermittently goes blank. There was no patient involvement.